Event description:
A malfunction was reported by the customer involving their pump. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and advised to call back if the malfunction code appeared again, acknowledging and understanding the instructions provided.